Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade unknown. (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003.

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation revision with a 350cc mentor memorygel breast implant and experienced postoperative bilateral capsular contracture baker grade unknown. As a result, the patient underwent explantation of both implants on (B)(6) 2019. Left-sided rupture was confirmed post-surgery. This report was prepared for the right-sided implant, refer to manufacturer report number 1645337-2019-15344 for the left-sided implant.